Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a faulty power switch and damaged bellows resulting in the loss of ventilation. There is no report of patient involvement.

Manufacturer narrative:
Further investigation by ge healthcare field engineer determined the cause of the reported complaint was due to failure of the on/standby switch and leak from the bellows. The switch and bellows were replaced. The reported event would be noted during preuse testing as described in the user manual. Further, the failure of the on/standby switch prevented the unit from switching on.